Event description:
It was reported there was a suspected early battery depletion. The battery depleted in 8 months. The device was explanted and replaced. There was no injury or adverse event to the patient. Hospitalization and surgical intervention were required. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (ipg 7425 itrel 3, serial # (B)(4)) found it's battery had reached a normal end of life with no telemetry and no output possible. The ins battery was found to be depleted. No anomalies were found with the hybrid circuit that would have caused premature battery depletion. No parameter history was given so the expected life could not be determined. Based on the analysis of this ins, it reached a normal end-of-life condition. Connector port observations found foreign material in port(s). Insulating coating was scratched. Shield/can was scratched and the battery was expanded.